Event description:
While coiling an aneurysm in the carotis interna. The tip of the wire broke proximal to the aneurysm. A unknown retrieval device was used to remove the tip of the wire. It is reported that the patient had no complications.